Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the right ventricular lead was dislodged. Repositioning was attempted but the guidewire could not be inserted into the lead. The lead was not used. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.